Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient data file revealed two single compressor malfunction alarms, which confirmed the customer-reported issue. The "as received" driver met all acceptance criteria for functional testing and the alarms were not able to be reproduced during investigation testing. However, a grinding noise was noted during the evaluation. Further inspection revealed contact between the compressor counterweight and the compressor end cap. Based on this finding, the most likely cause of the customer-reported issue was mechanical interference between these two parts during compressor operation, resulting in a single compressor malfunction alarm. Mechanical interference between the counterweight and the end cap has been observed in the past and is consistent with a known issue corrected under a request for supplier corrective action (rsca). It was confirmed through review of the incoming records that this compressor was received by syncardia prior to implementation of corrective actions under the rsca. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a single compressor malfunction alarm during a system check.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a single compressor malfunction alarm during a system check.